Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. A lead fracture was confirmed therefore a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.